Manufacturer narrative:
(B)(4). Open book / critical pump error after battery installation. The critical pump error was generated by pump error per boot loader traces. The formatted history file confirmed pump error (file number = 2005, line number = 5632) due to a software anomaly. Unable to perform displacement test due to the critical pump error. Device received with a crack on the battery tube. Also the middle (enter) keypad button is cracked. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got broken at the back of case. The customer¿s blood glucose was unknown at the time of incident. The customer stated that insulin pump was not dropped. The insulin pump will be returned for analysis.